Event description:
The disposable loading unit was used with a disposable instrument during a laparoscopic burch procedure. The needle broke. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.